Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: light keeps going out during cases. The failure identified in the investigation is consistent with the complaint record. The probable root cause is a damaged esst spring. The esst spring needs to make consistent contact with the metal on the proximal end of the light cable for the safelight technology to work properly. When intermittent contact is made, the light source will act as though the adapter is not on the end of a safelight cable and white light will go into standby and turn off. This will result in the light output not turning on when the power button is pressed and white light flickering during a procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light (image) during a procedure. Please note, the procedure was completed successfully.